Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased battery voltage. Premature battery depletion was in question.